Manufacturer narrative:
The system was examined. The company representative was unable to find any issue that could have caused the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 17, 2013. Based on qa assessment, the product met specifications at the time of release. The company representative was unable to find any issue that could have caused the system to cause the reported event. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, no aspiration was experienced during viscoelastic removal. The compressed air container was changed and when the valve was opened, there was a pressure drop that caused a noise in the equipment. After changing the air container, there was no irrigation or aspiration. The system was powered off and back on. The viscoelastic was removed manually. The case was completed without patient harm. Additional information has been requested.